Event description:
It was reported that prostar xl suture placement was successful in a femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The suture was pre-placed using a 5fr sheath then upsized to a 18fr. Reportedly after the tavi procedure the 18fr sheath was removed; however, the prostar xl suture was also removed. The physician felt that the suture had not connected with the vessel wall and was above the vessel, resulting in the removal of the suture with the 18fr sheath. Hemostasis was achieved using a stent graft placed at the access site. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Reportedly, the suture was pre-placed using a 5fr sheath. The prostar xl instructions for use states: the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4) - guiding catheter/sheath selection. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.